Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging the ipg, difficulty connecting the charger to the ipg, and it was constantly turning off and on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.